Manufacturer narrative:
The icp microsensor was not returned for evaluation (is not available for return as per customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the reported complaint could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (ID 826631) was found broken during procedure, before patient use. No patient injury/consequences reported. No surgical delay. The procedure was completed with a replacement product available.